Event description:
Procedure issue that deviated from manufacturer instruction and use of device. Patient undergoing a cardiac stent placement with stent to right coronary artery which was complicated by distal embolization of a 2nd stent. When stent was pulled back onto the guide the stent came off its balloon platform and was unable to be retrieved from its location in the right coronary artery. Referred for coronary bypass surgery.